Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber provided with an rt206 infant ventilator circuit was found to be leaking around the chamber base. There was no patient harm.

Manufacturer narrative:
(B)(4). Corrections: section b5: event description amended to include circuit kit. Section d2a: common device name updated to breathing circuit. Section d4: model and catalog # updated to rt206. Section d10: amended. Section g3: date corrected. Section h4: date of manufacture amended. Section d4: lot number and UDI details were not provided by the healthcare facility section g4: the rt206 adult ventilator circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: : the subject mr290v vented autofeed chamber was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned chamber. Leak testing of the chamber could not replicate the reported fault. Conclusion: we are unable to determine what may have caused the reported leak, as there was no fault found with the returned device. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt206 infant ventilator circuit state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was found to be leaking around the chamber base. There was no patient harm.

Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Additional information: section d10: mr850 respiratory humidifier added. Section h4: device manufactured date added. Section h11: method: the subject mr290v vented autofeed chamber was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned chamber. Leak testing of the chamber could not replicate the reported fault. Conclusion: we are unable to determine what may have caused the reported leak, as there was no fault found with the returned device. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the mr290v vented autofeed chamber state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was found to be leaking around the chamber base. There was no patient harm.